Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was an atrial high rate episode that showed misalignment of markers and electrogram for the implantable pulse generator (ipg). The device remains in use. No patient complications have been reported as a result of this event.